Event description:
Reported as "pump removal due to pocket infection." No further info on this pt or device is available.

Manufacturer narrative:
07/02/1998: h6 - primary finding of device anlysis revealed no device failure, no anomaly found. No response has been rec'd from the health care provider as of the date of this report regarding further info on this event.